Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported a permanent unpleasant and constantly loud hearing sensation when wearing the audio processor. The issue started suddenly in (B)(6) 2020; before head the hearing performance was very good and the user was satisfied.

Manufacturer narrative:
Conclusion: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. Further three channels have been disabled because the stimulation level was too high compared to the neighbors. However to determine an exact root cause a device investigation would be necessary. The concerned device was explanted but is not available for investigation. This is a final report.

Event description:
The patient reported a permanent unpleasant and constantly loud hearing sensation when wearing the audio processor. The issue started suddenly in august 2020; beforehead the hearing performance was very good and the user was satisfied.